Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Age: it is reported the patient is in her 40's. Concomitant medical product: biomet microfixation sternalock 360 multi-implant system catalog #: 74-0004 lot #: ni, biomet microfixation sternalock blu 2.4 x 10 mm screw catalog #: 73-2410 lot #: ni, biomet microfixation sternalock blu 2.4 x 12 mm screw catalog #: 73-2412 lot # ni, biomet microfixation sternalock blu 2.4 x 16 mm screw catalog #: 73-2416 lot #: ni, biomet microfixation sternalock blu 2.4 mm screws catalog #: ni lot #: ni (three screws are fractured therefore the length and part number are unable to be determined). Therapy date: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00886, 0001032347-2018-00057, 0001032347-2018-00058, and 0001032347-2018-00060.

Event description:
It was reported a revision was performed due to the "shearing of the screws." Attempts have been made and no further information has been provided as the facility is not able to locate any records of the revision. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The complaint states that the cause of the revision is due to the sheared screws. There are no allegations against the plates or other returned screws that are not fractured; therefore no further investigation will be completed on them. A visual inspection of the three returned, fractured screws was conducted and it was observed that all three screws were fractured through the minor diameter of the screw; therefore the complaint is confirmed. The part numbers of the three fractured screws are unable to be determined. The visual inspection also observed anodization on the threads and within the cross slot is worn off indicating that the screw was successfully inserted into the bone and the blade maintained good retention during insertion. Device history record (DHR) review was unable to be performed as the lot numbers of the devices involved in the event are unknown. Investigation results concluded that the reported event was due to the product experiencing excessive force after implantation. The rep noted that the patient has high bmi; this could be a contributing factor. The patient¿s activity level remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00886-1, 0001032347-2018-00057-1, 0001032347-2018-00058-1, and 0001032347-2018-00060-1.